Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed low battery 3 hours after replacing the battery in a timely manner. The customer¿s blood glucose level was unknown at the time of the incident. The patient switched to injection pens and then again to another insulin pump. The original insulin pump was replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. No unexpected low battery alarm in the long trace or the insulin pump history. However, insulin pump had unexpected pump errors after monitoring for several minutes and high sleep current measurement. The internal battery connector was found not properly connected. Connected the internal battery, then the insulin pump was monitored for 24 hours with no unexpected pump errors noted during testing. Also the sleep current measurement is within specifications. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.